Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead exhibited unstable thresholds, high thresholds and non-capture. The rv lead was reprogrammed and the output was increased. Rv lead dislodgement was confirmed on x-ray as it originally was in the his bundle pacing location and the x-ray revealed it to be in the right ventricle apex. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.